Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited corrosion on the switch flexible printed circuit unit, the distal end had a crack, and the adhesive around the objective lens had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was traced to degradation failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.